Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed with MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as surgical damage. Broken device assessed, as surgical damage. And missing shell assessed, as inconclusive. Additional observations: creases are observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, rupture. Confirmed with MRI. This record is for the right side. Device has been explanted and replaced.